Event description:
During placement of central line via right jugular vein with ultrasound by anesthesiologist, resistance was noted when placing the cordis introducer. After placement the pulmonary artery (pa) line floated. There was a loss of blood pressure, followed by internal bleeding. A right hemothorax identified, which required intervention, multiple blood transfusions, and resusitation. The patient expired.